Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The reported event is unconfirmed following functional testing of the returned product. Based on the evaluation, devices malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed for the driver tip as the lot number was unknown. Complaint history for the driver tip could not be performed as the lot number was unknown. Functional testing was performed using the returned driver and implant, and driver disengaged normally. The event could not be recreated. The complaint is related to the functional performance of the device. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The item number has been identified in inspection: imptdl. It was previously reported as unknown. The following sections are being reported: d1: brand name. D2: device product code. D4: catalog number. D9: device availability. H2: if follow-up, what type.

Event description:
Tooth site #5 (universal) is reported.

Manufacturer narrative:
This report is being submitted to relay additional information. The tooth number and the event date was provided after the initial medwatch was submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the driver and implant are stuck together and cannot be disengaged. The implant placement was completed using another implant.